Manufacturer narrative:
A ge svc rep performed an onsite investigation. The right hand touch screen was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed a ram flash error message and it was not possible to obtain x-rays. No pt injury was reported.